Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s husband reported a sensor failure and an inaccuracy in cgm readings. Prior to the event, the patient had been resting and received a low glucose notification from her cgm, with readings remaining low throughout the day. At approximately 5:00 pm mst, she began consuming food and continued eating until around 7:30 pm mst, when she began to feel unwell. A fingerstick bg test was then performed, which showed a value of 600 mg/dl, while the cgm continued to display a low mg/dl reading. The patient¿s father transported her to the emergency room at approximately 8:52 pm mst, where she was administered insulin by nursing staff. The patient¿s husband was unable to recall the specific insulin type or dosage. A subsequent fingerstick bg measurement showed a value exceeding 700 mg/dl, while the cgm displayed a reading of 44-45 mg/dl. The patient¿s husband reported that no additional treatments or medications were administered. The patient was discharged from the hospital at approximately 11:58 pm mst after her blood glucose levels improved. Upon returning home, the sensor was replaced. A follow-up fingerstick bg measurement showed a value of 360 mg/dl, while the cgm readings appeared to be on track. The patient¿s husband reported that her blood glucose levels continued to decrease and that the patient preferred to manage her glucose at home for the remainder of the day. It was noted that the patient was connected to a tandem t:slim x2 insulin pump at the time of the event. The patient¿s husband reported that she was "feeling better but had not yet fully recovered" at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid at the hospital. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.